Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The right ventricular (rv) lead exhibited a high threshold and a corresponding slight drop in pacing impedance. It was determined that capture management was reporting high thresholds erroneously on the implantable pulse generator (ipg) device as a result of atrial fibrillation (af) with rapid ventricular response and occasional undersensing in the ventricle. Reprogramming was performed. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.